Event description:
The patient stated, he has had high blood glucose for the past 3 weeks. He stated, he believes his infusion device is not delivering accurately. He stated his readings have been above 400 mg/dl. He stated his normal readings are below 200 mg/dl. He stated he has bolused and used insulin injections to lower his blood glucose. He stated he has tried setting a temporary basal rate to lower his blood glucose and he has changed all of his accessories. The patient's physician advised that he discontinue using his infusion device and he has gone back to injections. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.